Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer complained of vent failing the flow sensor calibration multiple times. Summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported by the customer that the ventilator failed the flow sensor calibration multiple times. No patient involvement reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective ambient valve, inspiration valve, and qvent flow sensor. After replacing the ambient valve, inspiratory valve, and qvent flow sensor the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer complained of vent failing the flow sensor calibration multiple times. Summary: flow sensor calibration fails / leak test failed (tightness test failed).